Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging a date and time issue with his one touch ultra mini meter. The patient mentioned that the alleged issue with the meter happened on (B)(6), 2010 at around 1:00pm. A day later, the patient became shaky. The patient did not seek any medical attention or contact their physician for assistance. While troubleshooting, it was noted that this was the first time the patient was using the meter. Issue was resolved via troubleshooting and training . The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue, he was unable to test and the following day, he developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.